Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'will not power on when the set is inserted' which was reproduced. The cause was determined to be a failed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on when the set was inserted during testing at the biomed service department. There was no patient involvement. No additional information is available.